Event description:
It was reported that when the nurse removed the cco swan-ganz catheter and introducer in 2000, it was stated that the head of introducer had separated from the distal portion. A venotomy was performed to retrieve the distal portion of the introducer. No patient complications were reported. It was questioned whether the introducer had been re-sterilized for reuse.